Event description:
It was reported that the customer's insulin pump has a crack and alarmed motor error several times. The blood glucose reading was 312mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test as a result of a protruded/loose drive support disk. Further testing could not be performed due to the motor error alarms. However, the motor passed the motor test. The device had cracked battery tube threads, cracked reservoir tube and lip, and missing end cap sticker.